Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including diabetes, hypertension, dyslipidemia, atrial fibrillation, coronary artery disease. Complications reported included death, heart failure, prolonged hospitalization, tamponade, stroke, acute kidney injury, bleeding, embolization, single leaflet device attachment; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "relative survival following teer for significant mitral regurgitation: a contemporary cohort analysis" was reviewed. The article presented a retrospective single center study, to evaluate relative survival (rs) and excess mortality (em) in patients undergoing teer for significant mr, with a focus on sex based differences. Devices mentioned include mitraclip. The article concluded that in patients with significant mr undergoing teer, em was concentrated in the first year. Women reached rs comparable to the general population, while men showed persistent excess mortality. Sex was not independently associated with survival after adjustment. [The primary author and corresponding author was isaac pascual at heart area, hospital universitario central de asturias, oviedo, spain with corresponding email: ipascua@live.com]. The time frame of the study was october 2015 to august 2024. A total of 253 patients were included in this study, of which 253 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included diabetes, hypertension, dyslipidemia, atrial fibrillation, coronary artery disease. (B)(6), unk mitraclip peri- and post-procedural complications included death, heart failure, prolonged hospitalization, tamponade, stroke, acute kidney injury, bleeding, embolization, single leaflet device attachment.